Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced low blood glucose after using meal announcements to bolus for correction while away from home, resulting in a measured low of 59 mg/dl lasting approximately 45 to 55 minutes, with device low and urgent low alerts reported and user self-treatment with cranberry juice and snacks. Symptoms included none reported. Outcomes included temporary low glucose that resolved with self-treatment and monitoring, without medical intervention or assistance. Investigation included customer coaching, review of reported device alerts, and education on appropriate use of meal announcements and correction practices. Investigation of this case revealed user error related to dosing behavior inconsistent with instructions for use; the device components and alert functionality appeared to operate as designed. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error.